Event description:
It was reported that during arthroscopy surgery for knee procedure, the patient had a burn when using the product. The burn was around the incision. The patient needed skin graft to treat the burn. The case was improper use because saline was warmed, the product was a reused wand and the suction of the product was not used during the procedure. No delay and the same device was used to complete the procedure. No other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. It has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. The patient's current condition is unknown and the future impact to the patient beyond the reported cannot be determined based on the limited information provided. Should additional information be provided, the investigation will be reopened. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) failure to attach the recommended suction properly can result in patient injury. 2) inadequate flow and circulation of saline could cause a patient burn. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during arthroscopy procedure, the patient had a burn when using the product. The patient needed skin graft to treat the burn. The case was improper use because saline was warmed, the product was a reused wand and the suction of the product was not used during the procedure. No delay and the same device was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.